Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how was the bleeding controlled? Was surgical or a hemostatic powder used? Was there any other action taken for the procedure? Did the procedure have to be converted to open? Did the patient need to have a blood transfusion? Did the patient need any different type of post op care due to the bleeding/oozing? Were there any difficulties with the device during the original procedure? Was any bleeding or oozing observed on the affected vessels during the original procedure? Were there any generator alert screens during the original case? During the original case, what button was used for energy, advanced hemostasis, min, or max? Which vessels were worked on in the original procedure and were unsealed? Was the source of the bleeding identified during the re-op? How much blood loss was there? How was the bleeding managed in the 2nd procedure? What is the surgeon¿s experience with ace+7? Is the generator log available for review? Is there video of either procedure available for review? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the physician had a take back in 24 hours from sleeve gastrectomy that he attributes to harh45. He indicated that this was life threatening bleeding situations due to unsealed vessels. Patients are doing fine. Devices were disposed of at the end of the case and aren't available for analysis.